Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The service engineer (se) inspected the device and verified the reported issue. The se replace the backlight inverted.

Event description:
It was reported that the ht70 display was blank. The customer did provide patient information.